Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra valve, the ic had a hard time pushing the valve through the esheath in the sheath hub and housing. Once the valve came out of the esheath, the strut on the valve was bent. The team discussed options and decided to proceed. The team completed the valve alignment and came over the arch without any problems. The team deployed the valve in the annulus. It appeared the struts went back to their normal position. There was a slight effusion noted post case but seemed to resolve once the protamine was given. The patient left the room in stable condition. Per additional information from the fcs, there was no difficulty inserting the sheath into the patient. The expansion tool was used and the loader was able to be fully inserted into the esheath/esheath housing. The sheath was inserted at a steep angle. The thv was crimped per IFU and the delivery system was prepared per IFU. There was no sheath damage. There was no withdrawal difficulties. The perceived root cause of the effusion was ''the ic having the sheath bend a sharp angle when pushing the valve through''. Per additional information from the fcs regarding bent struts contributing to the effusion, the fcs noted, ''I really don't know if that is what caused the effusion. It is possible but the ic and cts did not say anything or suggested it was from the bent struts.'' Per additional information from the fcs, the effusion was located around the left ventricle. The fcs noted the steep angle, and the pushing forces bent the valve struts.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported frame damage was unable to be confirmed based on no imagery was provided. Available information suggests procedural factors (high push force, insertion angle) likely contributed to the event as reported ''the ic had a hard time pushing the valve through the esheath in the sheath hub/housing. Once the valve came out of the esheath, the strut on the valve was bent'' and ''the fcs noted the steep angle and the pushing forces bent the valve struts''. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Additionally, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.